Event description:
It was reported that during a procedure using a microblator 30 wand, the tip of the wand allegedly broke off while inside the patient's joint, just as they finished the procedure. The surgical site was flushed and then video and fluoroscopy were used to insure that there was no debris remaining in the patient. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned wand shows the electrode has been completely detached at the junction of the spacer. The insulating spacer shows scratch marks and chips. The electrode leg is bent where the shaft connects to the spacer. The shaft has scratch and scuff marks near the distal end. The complaint of electrode tip detachment was verified. However, the physical evidence as presented in the attached photos, appear to be the result of abnormal use. Factors that could have contributed to the electrode dissociation include: 1) use of the device as a mechanical means of displacement of soft tissue through applied force 2) vigorous contact with a boney object or other hard surgical instrument such as a cannula. The IFU provides warning and precautionary statements such as: - microblator 30 with integrated cable is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes. - excessive wear of electrodes may result from vigorous use against bony surfaces.